Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Unable to interrogate with the rf (radio frequency) head; rf head cable found out of electrical specification. Rf head label is missing backing.

Event description:
It was reported that the radio frequency head for the programmer was unable to interrogate a device while it was still in the package, that there was only one green light on the wand. Replacing the programmer head resolved the issue. The head was returned for service. It was indicated that there was no patient involvement associated with this event.